Manufacturer narrative:
(B)(4) other = the estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging an issue with a ventilator's display screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen needs to be replaced to address the issue.